Event description:
It was reported that the 9800 system presented an "overload fault" error. Reboot was required to continue. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Readjusted the kv overshoot. The system was tested and found to be working as intended and placed back into service.